Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter into the patient's left (os) eye on (B)(6) 2021. The surgeon reports vaulting and corneal touch. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Sex, weight, race, ethnicity: unk. Date of event: unk. (B)(4). Claim# (B)(4).

Manufacturer narrative:
B5-additional information: excessive vaulting is reported. On (B)(6) 2022 the lens was explanted and replaced with a shorter lens and the problem is resolved. Mild pigment dispersion without symptoms after exchange is reported, which has resolved. The cause of the event is reported as a patient-related factor; the lens did not fail to perform as intended: "poor estimate of ciliary sulcus diameter relative to horizontal wtw." Claim# (B)(4).